Event description:
During service by a baxter service technician, it was found that the roller latch of a flo-gard infusion pump was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified that the roller latch was damaged. The cause of the damage could not be determined. To address this issue, the roller latch was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.